Event description:
The device was used during a lap nissen fundoplication. The case was completed without further incident. Postop day 1, gastric wall defect was diagnosed per surgeon and pt brought back to surgery for re-op. Defect was closed via open procedure. In pacu pt experienced significant pain and epidural administered. Pt coded.